Manufacturer narrative:
The device was not returned and could not be evaluated. The product had no reported malfunction and therefore will not be returned. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
On (B)(6) 2017 a sensation 34cc intra-aortic balloon catheter (iabc) was inserted into the patient. Balloon waveform was good while a flat line of arterial pressure was shown, ie. No signal from arterial pressure. The user exchanged consoles and then removed the iabc and inserted a new one (sensation 34cc iabc) and immediately a waveform was shown in the arterial pressure line. This report is for the second iabc which functioned properly. The patient was reported to pass on the same day. The facility does not attribute the death to the device.

Manufacturer narrative:
Although the product was not returned and could not be evaluated the product lot numbers was received. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. There were no reported malfunctions in this case. (B)(4).

Event description:
On (B)(6) 2017 a sensation 34cc intra-aortic balloon catheter (iabc) was inserted into the patient. Balloon waveform was good while a flat line of arterial pressure was shown, ie. No signal from arterial pressure. The user exchanged consoles and then removed the iabc and inserted a new one (sensation 34cc iabc) and immediately a waveform was shown in the arterial pressure line. This report is for the second iabc which functioned properly. The patient was reported to pass on the same day. The facility does not attribute the death to the device.